Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated surgical procedure one day post implant, the patient became asystolic and also experienced perforation and pericardial effusion. Dislodgement and no capture were also noted on the right ventricular (rv) lead. Diagnostic testing/troubleshooting was performed and the rv lead explanted and replaced. No further patient complications have been reported as a result of this event.